Event description:
Patient called with concerns regarding his medical records information crossing over with another patient with similar name, same date of birth, and both patient¿s live in same town. This is a possible breach of phi (protected health information).